Manufacturer narrative:
Citation: ko ty, et al. Impact of conduction disturbances on left ventricular mass regression and geometry change following transcatheter aortic valve replacement. Sci rep. 2021 aug 18;11(1):16778. Doi: 10.1038/s41598-021-96297-5. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact of conduction disturbances on left ventricular mass regression and remodeling following transcatheter aortic valve replacement (tavr). All data was collected from a single center between september 2010 to november 2017. Of the 152 patients included in the study population (predominantly male, mean age 81.5 years), 110 underwent tavr with the medtronic corevalve or evolut r. No unique device identifier numbers were provided. Among all 152 patients, 39 deaths occurred during three-year follow-up. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all 152 patients, adverse events included: new conduction disturbances (complete atrioventricular block, sinus node dysfunction, new left bundle branch block, or unspecified) necessitating permanent pacemaker implantation before hospital discharge or within one-year follow-up. Conversely, new left bundle branch block without the need for pacemaker implantation was also observed. In univariate analysis, the authors found the factors associated with new conduction disturbance after tavr were male gender, implant of a corevalve or evolut r valve, and low implantation. No additional adverse patient effects or product performance issues were reported.